Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that after approximately 11 months of support, cultures of the driveline were positive for pseudomonas aeruginosa. The patient¿s hemoglobin level was 92 mg/dl, platelet count was 206 x 10^9/l, and white blood cell count was 13.5 x 10^9 cells/l. The patient was treated with unspecified antibiotics. The event reportedly resolved by (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported driveline site infection could not conclusively be determined through this evaluation. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.